Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box showed multiple call service 052 and 054 alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no alarms occurred. The pump was opened to find no defects. The original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.